Event description:
A pt reported she experienced a sore throat after surgery in which an lma was used. The pt noticed soreness while in recovery and could not swallow for 3 days. The next day the pt had an appointment with her surgeon who examined her throat and prescribed a lidocaine gargle. The pt used the lidocaine gargle for approx one week and the symptoms resolved.